Event description:
It was reported the patient's lead was fractured. As a result, the patient's lead was explanted and replaced. As a result, surgical intervention was undertaken on an unknown date wherein the system was explanted and replaced to address the issue. It is unknown which lead fractured.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.